Manufacturer narrative:
(B)(4). As the sample was not returned and the serial number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). The date of onset of the event of fluid around the lungs was unknown. The device was not available for evaluation. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
This is a report of a patient who developed fluid around the lungs coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for an unrelated event. On an unreported date during hospitalization, it was noted that the patient had fluid around the lungs. The treatment included draining of the fluid around the lungs. The outcome of the reported event was not reported. The pd therapy was discontinued. Additional information was requested but was not available at this time.